Event description:
An ophthalmic surgeon reported that air did not flow from the air infusion line during a vitreo-retinal procedure. It was reported that bss (balanced salt solution) could flow. The customer opened another pak and exchanged the air and irrigation tubes; air was then able to flow. The case was completed without harm to the pt.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).